Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 24v ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the 9900 system sticks up/down. There was no report of patient injury.